Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was observed that the stent was partially deployed on return. There was no lockwire present or returned. The red shuttle marker was at the back of the handle, past the point of no return. Deployment was not possible. The handle was opened in the lab to show that there was a proximal flexor break at the sheath to shuttle cap joint. There was a kink in the flexor, unknown when this occurred but could have contributed to the difficulties experience. The stent was manually deployed with great difficulty. The stent was fine. The customer complaint was confirmed as the flexor was broken and kinked. As usage condition cannot be replicated within the laboratory setting, a definitive root cause for this complaint cannot be conclusively determined. Prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b of lot c1297154 did not reveal any discrepancies that could have contributed to this issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per customer's declaration: "the device was placed in the biliary track, ready to be released. The endoscopists and I auctioned the release system of the stent. It started to open properly but then there was a difficulty to press the release handle. Following the order of the operator, we continued the procedure of releasing (which means pressing the handle up to the point of no return then ablation of the guide) but the stent remained blocked and did not open. Customer removed the stent from the package without problem and then pressed the red button to be sure that it was in a good position the device was placed in the biliary duct trough the olympus duodenoscope on the guide wire (visiglide) ready to be released. Nurse auctioned the release system of the stent. It started to open properly but the there was a difficulty to press the handle. They we continued the procedure of releasing (which means pressing the handle up to the point of no return then ablation of the guide) but the stent remained blocked and did not open. The stent stayed just some mm opened that's why they could remove the system without problem or trauma for the patient. They used a boston stent for finishing examination and performed correctly examination